Manufacturer narrative:
Result of investigation: the root cause of the issue was the software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. Most likely user interface software terminated. This issue is resolved with software upgrade to version 6.0.1700.0 according to service manual. Performed photonic o2 calibration, performed chemical o2 calibration, performed quick check and verification according to service manual and passed. Unit meets factory specs.

Manufacturer narrative:
The customer requested to have field service representative for software upgrade of the device. At this time, the suspect device has not been returned for evaluation. Root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e screen had frozen on the graphics. They were able to make changes and the device continued to deliver flow. The ventilator has pulled and replace with another device confirming that there was no patient harm associated with the reported event.